Manufacturer narrative:
Investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Due to lack of information available this case cannot be investigated. If any additional information is available in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product as the issue is caused due to the customer workflow induce. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to the customer workflow induce. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Confirmatory gram staining showed no growth. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: equipment indicates positive, but no microorganism is detected.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Confirmatory gram staining showed no growth. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: equipment indicates positive, but no microorganism is detected.